Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump turned off. The customer also reported that the insulin pump received battery out limit alarm during normal use. The customer stated that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer declined to complete troubleshooting. The insulin pump will not be returned for analysis.